Event description:
Received report from distributor that the product was in home care use with pt for 2 days for desferal infusion. According to report, during removal of the device from pt use, the device cannula was found to have broken with a portion of the cannula remaining in pt skin. The portion of the device remaining in pt was scheduled to be removed surgically under general anesthesia. No permanent adverse effects to pt reported: further info pending regarding reported incident.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.